Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, lot#: j0555136v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that approximately one week ago, the patient began experiencing serve burning and numbness in both legs (cause unknown) which is present when the stimulator is off and exacerbated when voltage is increased. The patient had an appointment with healthcare provider (hcp) (B)(6) 2019 for further diagnosis and evaluation. It was subsequently reported that the patient was sent for an x-ray which showed no migration of the leads. The next step would be a myelogram. No further complications were reported/anticipated.